Event description:
Patient was receiving diprovan 2ml/hour. Infusion had been running for 1 hour when patient's bp dropped (32/11). Patient was already intubated and was being bagged. Approx 15 minutes later, IV pump alarm sounded. It was noted that diprivan bottle was half gone. Pump showed error of "operating while door open," but door was not open. Infusion stopped immediately. Pump had no other information on screen. Nurse estimated that patient received 500mg diprivan over 15 minute time frame.====================== health professional's impression======================device malfunctioned, resulting in diprivan overdose.